Event description:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He0137l) inserted. The case describes the occurrence of device use error ('essure coil bent and we were unable to straighten it properly'). On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. The device use error (seriousness criterion medically significant) occurred on (B)(6) 2018. Fallopian tube occlusion insert was removed on (B)(6) 2018. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. He0137l) inserted. The case describes the occurrence of device use error ('essure coil bent and we were unable to straighten it properly'). On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. The device use error (seriousness criterion medically significant) occurred on (B)(6) 2018. Fallopian tube occlusion insert was removed on (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 42 year-old female subject was enrolled in a company-sponsored interventional study titled: "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (lot no. He0137l) inserted. The case describes the occurrence of device use error ("essure coil bent and we were unable to straighten it properly"). An additional suspect product was medroxiprogesterone for endometrial atrophy. The subject had a medical history of condom ((with or without spermicides)) and oral contraceptive. Subject had no retroverted uterus, distension during insertion process was not necessary. From (B)(6) 2018 to may 2021 the subject received medroxiprogesterone 20mg at an unspecified frequency. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. The device use error occurred on (B)(6) 2018. No adverse events were mentioned. The reporter commented: essure procedure was performed at an out-patient surgery center. First placement attempt performed with hysteroscopy procedure with speculum and tenaculum. Procedure started at 07:44, hysteroscope was introduced into uterus at 07:52 and removed from uterus at 08:21. Total amount of inflow was 2200 cc/ml, total amount of outflow was 1400 cc/ml. First attempt successful on right side, but needed a second attempt on the left side. Successful placement of one essure in right tube, trailing length of essure: 4 coils. Successful placement of one essure in left tube, trailing length of essure: 3 coils. Only one device has been placed in left tube of the subject . The first essure device was bent and could not be straightened, a second one had to be used. Ostium was in the field of vision during every placement. Subject did not experience an adverse event during hysteroscopy. Insertion process was assessed as very easy. There has been no additional procedures performed in conjunction with the essure procedure.a pregnancy test was performed within 24 hours before the procedure. On follow-up (B)(6) 2022, investigator provide the following information - device use date (B)(6) 2018, lot number he0137l, device event discription essure coil bent and unable to staighten it properly, date device event (B)(6) 2018, (only 1 essure inserted in subject, the first one bent and could not be straightened they had to use a second one) outcome resolved. On follow-up (B)(6) 2022 fallopian tube occlusion insert was not removed, the 2nd attempt of insertion was performed on the same day of 1st day. The event essure coil bent and we were unable to straighten it properly was not considered a serios event. During the moment of insertion was a poor visualization of left ostium, when it was eventually found, the coil went in without resistance. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2018: right tube proximal observed with coil in tube left tube observed witth coil in dsplaced outside of tube [hysteroscopy] on (B)(6) 2018: the patient received prophylatic antibiotic and scds, was brought to the operation room, received general anestesia, was placed in a modified dorsal lithotomy position comfortably with allen stirrups, prepped and draped in the usual sterile fashion. Time-out performed. Straight cath emptied her bladder. Exam under anestesia revealed a mild position uterus with no palpable adadnexal mass. Open-sided graves speculum was placed and a tenaculum was placed on the anterior lip of the cervix. Dilatation was used serially and then a small hysteroscope could be placed into endometrial cavity revealing a thin normal cavity with one clearly-visible tubal ostiun on the right and a less-clearly-visible ostium on the left. So the essure devices were opened and first on the right, the device was deployed easily with 4 trailing coils, and the on the left it was much harder to get the angle the physician used all the tricks, including rotating the scope, but was not able to advance the coil despite holding pressure to see if there was a spasm of the tube. Physician used a grasper then to remove some fluff, adjusted the flow ans suction to remove some fluff and then found what may have been the true ostium. The 2nd proposed ostium was lower equidistante from the opposite one and this seemed to be correct as the device went through without any resistance, where there was no bleediding from the uterus and silver nitrate applied to the right site for hemostasis. Instruments were removed from the vagina, it was placed arectal b&o suppository and the procedure was terminated and the patient left the operation room with stable vital signs in good condition quality-safety evaluation of ptc: for fallopian tube occlusion insert: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2022: investigator provided the follow information fallopian tube occlusion insert was not removed, the 2nd attempt of insertion was performed on the same day of 1st day. The event essure coil bent and we were unable to straighten it properly was not considered a serious event. During the moment of insertion was a poor visualization of left ostium, when it was eventually found, the coil went in without resistance, lab data, medroxiprogesterone start and stop date added. Upon internal review, the follow-up information received on (B)(6) 2022 should be considered as significant due to relevant information received, including lot number. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 42 year-old female subject was enrolled in a company-sponsored interventional study titled: "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (lot no. He0137l) inserted. The case describes the occurrence of device use error ("essure coil bent and we were unable to straighten it properly"). An additional suspect product was medroxiprogesterone for endometrial atrophy. The subject had a medical history of condom ((with or without spermicides)) and oral contraceptive. Subject had no retroverted uterus, distension during insertion process was not necessary. On an unknown date, the subject started medroxiprogesterone 20mg at an unspecified frequency. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. The device use error occurred on (B)(6) 2018. No adverse events were mentioned. The reporter commented: essure procedure was performed at an out-patient surgery center. First placement attempt performed with hysteroscopy procedure with speculum and tenaculum. Procedure started at 07:44, hysteroscope was introduced into uterus at 07:52 and removed from uterus at 08:21. Total amount of inflow was 2200 cc/ml, total amount of outflow was 1400 cc/ml. First attempt successful on right side, but needed a second attempt on the left side. Successful placement of one essure in right tube, trailing length of essure: 4 coils. Successful placement of one essure in left tube, trailing length of essure: 3 coils. Only one device has been placed in left tube of the subject . The first essure device was bent and could not be straightened, a second one had to be used. Ostium was in the field of vision during every placement. Subject did not experience an adverse event during hysteroscopy. Insertion process was assessed as very easy. There has been no additional procedures performed in conjunction with the essure procedure. A pregnancy test was performed within 24 hours before the procedure. Quality-safety evaluation of ptc: for fallopian tube occlusion insert: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 12-jul-2022: investigator clarified that one essure has been inserted in the left and one in the right tube of the subject. Insertion process was very easy. First essure device that should have been inserted in left tube was bent and physician had to use a second one. Subject did not experience any adverse event. Pregnancy test and hsg (hysteosalpingogramm) have been performed. Prior to insertion of essure subject did use oral contraceptives and condoms to prevent unwished pregnancy. Subject used medroxyprogesterone 20 mg for endometrium protection. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 42 year-old female subject was enrolled in a company-sponsored interventional study titled: "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (lot no. He0137l) inserted. The case describes the occurrence of device use error ("essure coil bent and we were unable to straighten it properly"). The subject had a medical history of condom ((with or without spermicides)) and oral contraceptive. Subject had no retroverted uterus, distension during insertion process was not necessary. From (B)(6) 2018 to (B)(6) 2021 the subject received medroxiprogesterone 20mg at an unspecified frequency. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. The device use error occurred on (B)(6) 2018. No adverse events were mentioned. The reporter commented: essure procedure was performed at an out-patient surgery center. First placement attempt performed with hysteroscopy procedure with speculum and tenaculum. Procedure started at 07:44, hysteroscope was introduced into uterus at 07:52 and removed from uterus at 08:21. Total amount of inflow was 2200 cc/ml, total amount of outflow was 1400 cc/ml. First attempt successful on right side, but needed a second attempt on the left side. Successful placement of one essure in right tube, trailing length of essure: 4 coils. Successful placement of one essure in left tube, trailing length of essure: 3 coils. Only one device has been placed in left tube of the subject . The first essure device was bent and could not be straightened, a second one had to be used. Ostium was in the field of vision during every placement. Subject did not experience an adverse event during hysteroscopy. Insertion process was assessed as very easy. There has been no additional procedures performed in conjunction with the essure procedure.a pregnancy test was performed within 24 hours before the procedure.on follow-up (B)(6) 2022, investigator provide the following information - device use date (B)(6) 2018, lot number he0137l, device event discription essure coil bent and unable to staighten it properly, date device event (B)(6) 2018, (only 1 essure inserted in subject, the first one bent and could not be straightened they had to use a second one) outcome resolved. On follow-up (B)(6) 2022, fallopian tube occlusion insert was not removed, the 2nd attempt of insertion was performed on the same day of 1st day. The event essure coil bent and we were unable to straighten it properly was not considered a serios event. During the moment of insertion was a poor visualization of left ostium, when it was eventually found, the coil went in without resistance. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2018: right tube proximal observed with coil in tube left tube observed witth coil in dsplaced outside of tube [hysteroscopy] on (B)(6) 2018: the patient received prophylatic antibiotic and scds, was brought to the operation room, received general anestesia, was placed in a modified dorsal lithotomy position comfortably with allen stirrups, prepped and draped in the usual sterile fashion. Time-out performed. Straight cath emptied her bladder. Exam under anestesia revealed a mild position uterus with no palpable adadnexal mass. Open-sided graves speculum was placed and a tenaculum was placed on the anterior lip of the cervix. Dilatation was used serially and then a small hysteroscope could be placed into endometrial cavity revealing a thin normal cavity with one clearly-visible tubal ostiun on the right and a less-clearly-visible ostium on the left. So the essure devices were opened and first on the rigt, the device was deployed easily wuth 4 trailing coils, and the on the left it was much harder to get the angle the physician used all the tricks, incuding rotating the scope, but was not able to advance the coil despite holding pressure to see if there was a spasm of the tube. Physician used a grasper then to remove some fluff, adjusted the flow ans suction to remove some fluff and then found wht may have been the truw ostium. The 2nd proposed ostium was lower equidistante frm the opposite one and this seemed to be correct as the device went through without any resistance, where there was no bleediding from the uterus and silver nitrate applied to the right site for hemostasis. Instruments were removed from the vagina, it was placed arectal b&o suppository and the procedure was terminated and the patient left the operation room with stable vital signs in good condition. Quality-safety evaluation of ptc: for fallopian tube occlusion insert: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 29-sep-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.